Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) system exhibited a low right ventricular (rv) out-of-range pacing impedance measurement measuring, less than 200 ohms. Additionally, it was suspected that the device is depleting prematurely as the longevity remaining in may was 13.5 years and now in august it was down to 3.5 years. It was recommended to replace the device and further evaluate the lead at the time of the revision procedure. At this time, the system remains in service. No adverse patient effects were reported.